Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the implantable cardiac monitor was explanted. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic. Upon inspection, it was revealed that the implantable cardiac monitor (icm) was unable to be interrogated. The physician noted that there were interrogation anomalies at prior follow-ups as well. Intervention was discussed. The patient was in stable condition.

Manufacturer narrative:
Field complaint of failure to interrogate was confirmed. The device was received from the field unable to establish communication. Analysis revealed device battery voltage was at end of life due to normal usage. Further analysis performed after replacing battery showed no anomalies and normal device characteristics. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.